Event description:
During open reduction surgery to repair a fractured left hip using richard screws, the trocar reamer mechanism failed and the reamer advanced several inches into the left groin region.